Event description:
Reportedly, during pt use, a "backup battery failure" alarm occurred. The ventilator was restarted and the issue was resolved. The pt was manually ventilated and then switched to another ventilator. There were no adverse pt effects reported.

Manufacturer narrative:
Though requested, additional pt information was not provided.